Event description:
It was reported that there were air bubbles or gaps in the tandem mobi cartridge that were observed during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. The customer resolved the issue by priming the air bubble out of the cartridge, after which they inquired about the icons on their graph, prompting a separate case.